Manufacturer narrative:
Reporting address state: 13 reporting address postal: 13005 reporting institution phone #: 04 91 38 76 30 reporter phone #: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device had faulty keyboard. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.